Manufacturer narrative:
(B)(4). Batch # t92g42. Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found to have no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended, however, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a premature lockout occurred and lead to the incident reported. No conclusion could be reached as to what may have caused the event reported. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, surgeon was using er320 to apply clips. A couple of the clips did not form properly. They were tear dropped shaped. Surgeon did squeeze handle plastic to plastic. There were no patient consequences reported.